Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event; the programmer would not start up due to the power supply. Analysis also found the system fan was intermittently noisy. It was noted the stylus was missing. (B)(4).

Event description:
It was reported the programmer cannot start up. The programmer was returned for repair and calibration. No patient complications have been reported as a result of this event.